Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported event. The stylus calibration was off and could not be calibrated. The overlay bezel assembly was replaced. The power cord bay tab was also broken off, and the programmer case handle was damaged.

Event description:
It was reported that the company representative had recalibrated the programmer's touch pen several times but was unable to get the pen to activate icons properly, as the calibration was "way off" in some areas. The programmer was returned for repair. There was no patient involvement.